Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused the adverse event.

Event description:
The complaint involved a patient who underwent third knee revision surgery on (B)(6) 2016. The second revision surgery is dated (B)(6) 2014, the first revision surgery is dated (B)(6) 2013 and the original surgery occurred on (B)(6) 2013. This revision surgery was due to infection and loosening of the femur. During the revision, the omni femur, modular stem, two augment bolts, and two femoral augments from the first revision that occurred on (B)(6) 2016 were replaced with new components. Also the insert and accompanying retaining bolt were removed and revised from the third revision surgery that occurred on (B)(6) 2014. The 19mm x 150mm modular stem was revised to a 21mm x 150mm stem, the two augment bolts, 2+ x 5mm femoral augments, the size 2+ femur, and 2 x 12mm insert and retaining bolt were all revised to new components of the same size.